Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced disconnection of infusion set from the cannula while sleeping on 2-oct-2025. No further information available